Manufacturer narrative:
No reported patient or surgical involvement. Device is an instrument and is not implanted or explanted. (B)(4) used to capture that this device showed signs of material deformation. It is unknown if the peeling or the broken tip affected this part as all four returned matrix holding sleeve devices had the same part/lot numbers. Product investigation summary: the returned instruments were examined and the complaint conditions were able to be confirmed for nine (9) of the fourteen (14) devices. During the investigation, all four matrix holding sleeves (part 03.632.123) were found to have damaged threaded distal tips (two peeling and two broken with missing segments). The relevant drawings for the returned instruments were reviewed: top-level and inner shaft. A design change was implemented to address the failure mode of the thread tips breaking. The tip geometry on the inner sleeve was changed to a more constant outer diameter; the returned instruments were manufactured after these changes were applied. The products were discovered during set check. As method of use at the time of failure is unknown, no definitive root cause was able to be determined. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device history record review: release to warehouse date: january 14, 2014 review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. On june 2, 2014, (B)(4) parts received were released to warehouse with 11 scraped per a non-conformance (nc) for inconsistent surface finish. The surface finish was inspected as a result of rework, which arose from an nc where residual manufacturing oil was identified during biocompatibility testing. The rework called for the devices to be disassembled into two subassemblies upon receipt and vapor degreased. Neither nc is related to the complaint condition of worn/damaged tip as surface finish/biocompatibility will not impact material strength. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was originally reported that fourteen (14) devices were found to be worn during routine set investigation. Additionally, it was noted that the metal was starting to deform. There was no patient or surgical involvement reported. During the time when the complaint was originally received, all devices were found to be non-reportable. Upon inspection of the returned devices, however, five (5) were found to have further damage that required re-assessment for updated reportability determinations. This report is 2 of 5 for (B)(4).